Event description:
It was reported that the pump touch screen was unresponsive and unreadable. Reportedly, the screen was black with red, green and blue lines displayed. Customer¿s blood glucose level was 155 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.